Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right side wrinkles/ ripples (post implant). (B)(4).

Event description:
It was reported that a caucasian female patient of unknown age underwent unspecified breast surgery with unknown implants at an unknown date. Now this patient reported her implants were so rippled, the physician replaced them 11 years ago on (B)(6) 2009 for free immediately afterwards with unknown implants and all she had to do was pay for the hospital and anesthesiologist. The patient did not want to complete the call and then polity disconnected. If additional information becomes available in the future, a supplemental report will be submitted. This report is for the patient¿s right-sided device.